Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6) female patient who had essure (batch no. 958715) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, burnout syndrome, migraine, ankle operation in 1987, multigravida (3), parity 2 (2 vaginal deliveries) and abortion (1). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthropathy ("joint symptoms"), fatigue ("tiredness"), menstruation irregular ("irregular menses") and migraine ("migraine attacks increased"). The patient was treated with surgery (laparoscopic salpingectomy and resection of right cornu). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, arthropathy, fatigue, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain lower, arthropathy, fatigue, menstruation irregular and migraine to be unrelated to essure. The reporter commented: events increased gradually during a couple of (last) years, events were not considered related to essure by reporter. Essure removed at patient's request (not medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower ¿ analysis in the global safety database revealed 1.246 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 37-year-old female patient who had essure (batch no. 958715) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, burnout syndrome, migraine, ankle operation in 1987, multigravida (3), parity 2 (2 vaginal deliveries) and abortion (1). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthropathy ("joint symptoms"), fatigue ("tiredness"), menstruation irregular ("irregular menses") and migraine ("migraine attacks increased"). The patient was treated with surgery (laparoscopic salpingectomy and resection of right cornu). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, arthropathy, fatigue, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain lower, arthropathy, fatigue, menstruation irregular and migraine to be unrelated to essure. The reporter commented: events increased gradually during a couple of (last) years, events were not considered related to essure by reporter. Essure removed at patient's request (not medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.